Manufacturer narrative:
The system remains implanted and no other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
Additional information was received twenty two months after the initial clinical observation confirming the out of range measurements were still occurring. The patient was brought into the clinic for testing and isometrics were performed without noise and in range impedance values were observed. The caller will discuss these values with the physician and let him decide the next steps. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that a latitude red alert was generated from this system due to high shocking impedance measurements. No adverse patient effects were reported.